Manufacturer narrative:
After the pump stopped, it was unable to be restarted due to persistence of alarms #1024. After console was powered down and restarted 30 minutes later, alarm #1024 presented immediately after boot-up. Analysis on console logs prior to the reported event revealed occurrence of alarm #1024 upon console boot-up on 2020-10-16, which was not reported to abiomed. The console was powered on several times and on occasion had a demo/test pump attached but not ran. After console was brought to danvers for testing, the issue was reproduced: during an overnight run with pump simulator, the simulator stopped after console presented with alarms #6 and #1024 recorded in logs (same sequence as during clinical use on 2020-11-20). After further troubleshooting of the console's components it's been determined that the issue was caused by defective impellatronic board, and specifically a breakdown in communication between two of its microcontrollers (cpld and dsp) located on the impellatronic assembly. After the impellatronic assembly had been replaced, console was tested for over 40 hours, and alarms #6 or #1024 did not reoccur, and console with pump worked within specification. Independent investigation of the pump 250544 used during this clinical case, confirmed that the pump operated within specification, and did not cause console malfunction. Analysis of the device history review (DHR) documentation of console ic8190 did not indicate any issues related to the field failure. In the course of investigation console logs from the burn-in test in emfg were analyzed and found to contain alarms #6 and #1024.

Manufacturer narrative:
The aic was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported an (B)(6) patient had impella cp optical pump inserted for high risk percutaneous coronary intervention (hrpci). The aic failed causing the pump to stop. It took about 5-7 minutes to obtain another aic, during this time, the patient was intubated cardiopulmonary resuscitation (CPR) was performed, once patient was back on support, return of spontaneous circulation (rosc) was obtained.